Event description:
It was reported that the pt was implanted with a sirus nail for femur 12, left, l=340 on the side, on (B)(6) 2014. On (B)(6) 2014, the pt experienced pain and the surgeon confirmed breakage of the nail. Due to the broken implant, the pt had to undergo revision surgery. The revision surgery was on (B)(6) 2014 and this sirus nail was replaced with cephalomedullary nail.

Manufacturer narrative:
The MFR did not receive device, x-rays, or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).